Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and was cracked. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly on the printed circuit board. Unable to verify critical pump error (open book image) alarm or perform functional testings due to blank display. Unit was received with moisture damage motor/force sensor assembly, cracked case along the side of the battery tube, partially detached reservoir tube retainer, scratched case and minor scratched lcd window.